Event description:
It was reported by the clinic that in their "electronic medical records" (emr) database, there are two patients with the same name but different ID numbers that appeared to have "mixed information" and the clinic believed, it was caused by paceart. Further investigation revealed that because the records in paceart were in the "confirmed" state (meaning no changes allowed without manually breaking the connection and changing the data fields) that the changes were initiated on the emr side. Clinic will work with their emr administrators. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion. Correction: this complaint was inadvertently submitted under the medical device reporting regulations and therefore is being redacted, as there was no failure of the device to perform its intended essential function and no failure that compromises the device's therapeutic, monitoring or diagnostic effectiveness, which could cause or contribute to a death or serious injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.